Event description:
Customer reported, a communications error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the calibration files and flashed the comm nodes. System operates as intended.